Manufacturer narrative:
Additional information was received indicating there was no patient involvement; issue was found during yearly inspection/test (preventive maintenance).

Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. There was no evidence of the reported product problem in the event history log (ehl). A syringe delivery test was performed. The pump was found to be running loudly. The issue was occurring because the motor assembly components were worn from normal use. The pump was over nine years old. The customer reported product problem was confirmed. The worn motor assembly components were replaced to address the reported issue.

Event description:
It was reported that the drive train on the medfusion pump was noisy. No patient injury or complications were reported in relation to this event.